Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. Device powered up properly after battery installation and had operating currents within specification. Device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. No unexpected lines or display anomalies noted with button pressing. Device had cracked case at display window corners and display window, minor scratched lcd window, partially broken reservoir tube lip and missing reservoir tube lip o ring. (B)(4).

Event description:
The customer reported via phone call that she gets a blank display with a line across the screen when pressing the act button. The customer noticed the anomaly while programming a bolus. Blood glucose value was 447 mg/dl. Customer stated that the insulin pump possibly did not give her the bolus she was setting up. The customer stated that the insulin pump is broken at the top of the reservoir compartment and the screen is cracked. The drive support cap is flush. The customer declined troubleshooting for high blood glucose. The insulin pump was replaced and returned for analysis.